Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal video scope exhibited foreign material inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated h6 coding and an update to h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The legal manufacture reviewed the cleaning disinfection and sterilization (cds) process steps provided by the customer and it was confirmed that there were deviations from instructions for use (IFU). According to the customer, the air/water nozzle was not wiped/brushed with clean lint-free cloths, brushes, or sponges. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. As it was confirmed that the customer deviated from the IFU cds process steps, it is likely the foreign material remained in the nozzle as a result of insufficient reprocessing. The event can be detected/prevented by following the instructions provided in: gif/cf-170 series, operation manual, chapter 3 - preparation and inspection. Gif/cf-170 series, reprocessing manual, chapter 5 - reprocessing of the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.